Manufacturer narrative:
(B)(4). The root cause of this peritonitis report was due to use error. A labeling review was performed and found to be adequate. A batch review was performed for the potentially related lot numbers (gd877266, gd878207, gd877282), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Event description:
This is report 2 of 2 involved in this peritonitis event. On an unreported date, the patient began treatment with dianeal pd4 ambuflex intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date the patient developed incontinence. On an unreported date in 2010, the patient made mistake / touch contamination. The nurse reported that "over time patient is failing, he touches his tubing". On (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. Treatment information was not provided for the events. It was not reported whether dianeal therapy was ongoing at the time of the events. The patient had not recovered from the peritonitis. It was not reported whether the events of incontinence and the patient made mistake / touch contamination resolved. Per the nurse, the event of bacterial peritonitis with culture positive for gram positive organism was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the events of incontinence and patient made mistake / touch contamination.